Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alert was triggered and a number of shocks were delivered in an episode. Patient was hospitalized as a result of the shocks. The device was reprogrammed. The device and lead are still in use. Follow-up with the clinic determine that the lead was oversensing. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient alert was triggered and a number of shocks were delivered in an episode. Patient was hospitalized as a result of the shocks. The device was reprogrammed. The device and lead are still in use. No further patient complications have been reported as a result of this event.